Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Procedure: posterior lumbar fusion. Both final tightener driver shafts (2797.12.600) were burred and unserviceable causing damage to the set screws. Damaged set screws were removed and discarded. As this hospital has a consigned difar set, the procedure was able to be completed satisfactorily. Nil adverse events reported for patient. Case delayed by 3 minutes. Please note that the final tightener shafts have not been discarded, however, will not be returned to manufacturer unless local engineering assessment indicates return is required.